Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the black box showed 43 counts of drastic voltage drops leading to replace battery alarms. The pump powered on with auditory and vibration, but had a blank display screen; therefore, further testing was unable to be completed to adequately investigate the temperature complaint. The pump¿s cover was removed and the display screen was found to be smashed and cracked. No intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. There was reportedly damage to the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.